Manufacturer narrative:
Follow-up 11/08/2016: contact states customer has elevated bg level of 533 (mg/dl). The customer has changed their infusion site and delivered a bolus; however, elevated bg levels persist. An attempt was made to follow up with the contact to complete troubleshooting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiencing ongoing elevated blood glucose (bg) levels between 350-600 (mg/dl) with large ketones on one occasion for two days. Correction boluses were delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.